Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the issue was not confirmed. The instrument was placed and driven on an in-house system showing 59 uses remaining. The instrument passed the recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. The instrument was unable to retain and apply the clip.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a bent tip. The procedure was completed as planned with no reported injury.